Manufacturer narrative:
(B)(4) the initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Treatment for the peritonitis event was not reported. On the same day this report was received, dianeal therapies were discontinued and the patient began hemodialysis therapy. Hospitalization was ongoing. The patient was recovered from the peritonitis event. The care plan was that if the patient resumed peritoneal dialysis therapy, retraining would be performed. No additional information is available.